Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator in backup vvi mode. The device was reprogramed and the patient did not experience any adverse consequences.